Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance. In addition, the left ventricular (lv) lead exhibited unstable thresholds as observed through capture management. The lv lead was reprogrammed and remains in use and the rv lead remains in use. No patient complications have been reported as a result of this event.